Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was only receiving stimulation on one side of their body. The patient's lead exhibited high impedances on multiple contacts. The patient underwent a lead revision procedure where in the original lead was replaced. The original lead was found to be bent near the clik anchor.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316, serial/lot: ni, description: next generation anchor kit-sterile. The physician thought that the extremity (sharp edge) of the click anchor which damage the lead, not the missing silicone. The returned lead was analyzed and the complaint was confirmed. The root cause of the event is multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Visual inspection of the clik anchor revealed the anchor had one fractured eyelet with missing silicone. The physician confirmed that the silicone was retrieved from the patient.

Event description:
A report was received that the patient was only receiving stimulation on one side of their body. The patient's lead exhibited high impedances on multiple contacts. The patient underwent a lead revision procedure where in the original lead was replaced. The original lead was found to be bent near the clik anchor.